Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
When the customer tried to use the thermogard xp ivtm system (B)(6) for ivtm therapy, the system displayed mid:09 (air trap assembly), and the customer could not use the system for the patient's therapy. No health injury was reported for this issue.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective air trap block sensor with board, likely attributed to the leaking start-up kit (suk). The event log review indicated occurrences of mid:09, confirming the complaint. During functional testing, the led on the air trap block sensor was not lit, and the thermogard system displayed mid:09, confirming the complaint. The air trap block sensor with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).